Manufacturer narrative:
(B)(4). Age at time of event: over 18 years. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-07995. It was reported that a guidewire became stuck in the catheter. An angiojet® zelantedvt¿ catheter and a 035/260 magic torque guidewire were selected for a deep vein thrombectomy case in the inferior vena cava (ivc). During the procedure, the guidewire became stuck in the catheter. They could not remove the guidewire from the catheter and ended up having to remove the entire system. The case was abandoned and the procedure was not completed due to this event. They ended up dripping the patient overnight with proteolytics. There were no patient complications.